Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: fox sv ((B)(4)), inflation: abbott indeflator; sheath: 6 fr super arrow flex the fox sv ((B)(4)) was has been filed under MFR 2024168-2011-00315. Evaluation summary: evaluation of the guide wire noted blood and contrast on the core and coils, consistent with the reported information that the guide wire was advanced into the patient. There was corrosion on the proximal solder and center solder and the tip ball had corroded away and was not returned. This corrosion noted likely occurred during transit of the product back to abbott vascular, and does not appear to be related to the reported resistance issue. There was core extending out the distal end of the tip coils where the tipball had been located. The guide wire was returned 'frozen' inside the fox sv catheter. There was 136.8 cm of the proximal end of the guide wire extending out the hub of the balloon catheter. There were multiple bends throughout the proximal end of the core of the guide wire, likely due to attempts to free the guide wire from the inner lumen of the fox sv. There was no other damage noted to the guide wire. The balloon catheter was returned with blood in the guide wire lumen, consistent with being advanced over the guide wire. There was contrast in the inflation lumen and in the balloon, consistent with preparation. The balloon was tightly folded, suggesting that positive pressure had not been applied. The shaft was wrinkled for a length of 4 cm distal to the strain relief tubing. The shaft was wrinkled 64 cm distal to the strain relief tubing sporadically for a length of 26.5 cm. The shaft had separated 95.8 cm distal to the strain relief tubing. The fracture faces were stretched and jagged. The shaft was stretched for a length of 0.8 cm distal to the separation and 31.5 cm distal to the separation for a length of 27 cm. There were slight kinks in the balloon 0.6 cm, 1.3 cm, 4.2 cm, and 5.2 cm proximal to the distal balloon taper. There was no other damage noted to the balloon catheter. The guiding catheter used during the procedure was not returned. An attempt was made to remove the guide wire from the balloon catheter but the guide wire could not be removed. During functional testing, the tip of the guide wire was tugged on to confirm the core was intact. An attempt was made to backload a new 0.018 steelcore guide wire through the guide wire lumen but the guide wire would not advance past the stretched shaft. Factors that can contribute to resistance with a catheter over a guide wire may include, but are not limited to, anatomical conditions, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire/catheter, blood and/or contrast build up, or damage to the distal shaft of the catheter. It is likely that the patient anatomy which was described as tortuous and heavily calcified, contributed to the reported difficulty advancing and resistance. Using a contralateral approach may also increase the difficulty advancing and resistance. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance can be reduced to an undesirable level and the guide wire and inner lumen of the catheter may become frozen together. The bunching, stretching and separation noted to the shaft of the fox sv appear to be a result of continued pushing/pulling with the devices frozen together. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. The reported difficulties appear to be related to case circumstances, and there is no indication of a product deficiency. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a diagnostic procedure of the left superficial femoral artery bypass with an active vein, using contralateral access, the guide wire and sheath advanced the tortuous iliac; however, a fox sv did not track smoothly over the .018 steelcore guide wire in the 6 fr sheath. The guide wire was exchanged with a same device and the fox sv was flushed and a second attempt was made to advance in the anatomy. Resistance was met and the fox sv did not follow well; at one point after getting through the sheath, the fox sv became stuck. The physician attempted to retract the fox sv but the device separated into two pieces inside the sheath in the anatomy. The sheath and fox sv were removed from the anatomy as one unit without issue. There was no reported patient effect. Though requested, no additional information was provided. Device evaluation of the 0.018 steelcore revealed the tipball had corroded and was not returned. There was core extending out the distal end of the tip coils where the tipball had been located.